Event description:
I had a stryker right knee replacement done. It was triathlon x3 tibial bearing insert 9mm #5532-g-509; baseplate #5520-b-500; asynmetric patella 10mm #5551-g-320. I have had severe swelling since with locking and pain. Could you please let me know if this is one of the ones being recalled? I do have a dr monitoring it and possibly a replacement again next year. We are trying a brace and therapy for now.

Manufacturer narrative:
The following device was also listed in this report: triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# sthpn. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# a273. Triathlon ps fem component, cemented; cat# 5515-f-502; lot# dimk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted in the patient.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned; it remains implanted. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event regarding pain could not be determined from on the information provided. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. It is noted that the reported devices were not part of a recall as was requested by the patient. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Update: as per patient 6/23/2015: patient just wants to know if implants are part of recall.